Event description:
It was reported that a venaseal closure treatment of a peripheral vein involving the great saphenous vein was performed as an initial implant procedure and the procedure went fine, but days after the procedure the patient reported a reaction described as a hypersensitivity reaction with skin irritation and rash near the access site on the medial thigh within 5 cm, which improved after about a week and then recurred with another rash at the same area. The patient was treated with a medrol dose pack, cephalexin, oral benadryl, and topical hydrocortisone. The issue was reported as still present, and the patient outcome was reported as alive with injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.